Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. Was this device serviced by a third party? No. Patient identifier complete entry = patient 2, patient 3, patient 4/sample ID (B)(4), patient 6, and patient 7/sample ID (B)(4). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated chloride, bicarbonate, and sodium results on an alinity c, serial number (B)(4). Through an extensive investigation, the fsr found the alnty c-sample probe sc, list number 04s53-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated chloride (cl-), bicarbonate (co2), and sodium (na+) results for several patients on an alinity c analyzer. The following data was provided (customer¿s reference range for cl- is 98-107 mmol/l. Customer¿s reference range for co2 is 20-30 mmol/l. Customer¿s reference range for na+ is 136-145 mmol/l): (B)(6). There was no impact to patient management reported.